Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 830 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and nausea. The patient reports having strokes. The patient was taken by ambulance to the hospital. Once at the hospital upon removal of the pod the cannula was found to be bent. The patient was intubated and sedated. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.